Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device wont power up. No patient involvement reported.

Manufacturer narrative:
Date of report: 09/07/2018. Date of manufacturer: 05/17/2018. (Method, results, conclusion codes); several follow up attempts have been made to obtain repair information. There has been no response from the customer.